Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure there was no ultrasound from the handpiece. A system message was displayed. Despite several attempts to tighten the tip and retest the handpiece there was no ultrasound. The procedure was completed using an alternative handpiece. Patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
The customer reported that the phaco handpiece had no phaco during surgery and displayed a system message (sm) indicating a loose tip. The handpiece was replaced and surgery was completed. There was no patient harm. The phaco handpiece was received and a visual assessment of the returned sample revealed no visual nonconformities. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The stroke test found the handpiece to meet manufacturer specifications. An analysis of phaco handpiece data showed no tuning failures after a total of 274 tunes. The phaco handpiece was manufactured on january 26, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).